Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue when using the adc device with adc application. The customer reported the low glucose alarm failed to trigger and customer subsequently lost consciousness and had seizure. The customer had contact with a healthcare professional and was treated with glucose via IV for diagnosis of hypoglycemia. It was noted during troubleshooting that customer had phone on power saving mode at time of issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. Attempted to activate high/low glucose alarms with a huawei android using a good known libre 2 sensor. The huawei android successfully receive high/low glucose alarms. No issue were identified with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue when using the adc device with adc application. The customer reported the low glucose alarm failed to trigger and customer subsequently lost consciousness and had seizure. The customer had contact with a healthcare professional and was treated with glucose via IV for diagnosis of hypoglycemia. It was noted during troubleshooting that customer had phone on power saving mode at time of issue. There was no report of death or permanent injury associated with this event.